Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("my fallopian tubes are so inflamed I can actually see the coils through my skin"), uterine perforation ("my uterus perforated / I have a giant hole in my uterus") and genital haemorrhage ("I am bleeding and") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("I'm like hunched over in pain / I'm in a lot of pain") and menstrual disorder ("I literally have to take off work when I have my period"). Essure treatment was not changed. At the time of the report, the salpingitis, uterine perforation, genital haemorrhage, pelvic pain and menstrual disorder had not resolved. The reporter considered genital haemorrhage, menstrual disorder, pelvic pain, salpingitis and uterine perforation to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.